Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was declined for orthotopic heart transplantation due to concerns of frailty and advanced age. Post operation transesophageal echo with severely reduced biventricular function, no pericardial effusion was noted. Initially found to have prolonged lactic acidosis which resolved with supportive measures. Post operative course otherwise notable for extubation, slow milrinone wean (discontinued at 2120), acute on chronic thrombocytopenia (resolved), intermittent fevers post operation empiric pneumonia treatment (zosyn x 10 days, last dose on (B)(6) 2020), persistent low flow alarms and dyspnea.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported events could not be conclusively determined through this evaluation. The reported low flow events could not be confirmed as no log files were submitted for review. The patient remains ongoing on heartmate 3lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6), was reviewed and showed no deviations from manufacturing or quality assurance specifications. The lvas kit shipped on (B)(6) 2020. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The system monitor section of the IFU describes the pump flow display and pulsatility index (4-12 through 4-16) and the hazard alarms (4-18 and 4-30). This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm (7-7 and 7-11). The heartmate 3 lvas patient handbook, rev. C, is also currently available. Section 5 of this handbook, entitled "alarms and troubleshooting," describes the actions to take in the event of a low flow alarm. The current revision of the heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU describes the pump flow display and the hazard alarms. This document states that the low flow hazard alarm will be triggered when pump flow is less than 2.5lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 lvas patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.